Manufacturer narrative:
Additional information was received that the lead was replaced per physician¿s preference and the new lead was repositioned a level higher in order to capture the right side and low back pain. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure wherein the lead will be replaced and repositioned for an unknown reason.

Manufacturer narrative:
.

Event description:
A report was received that the patient will undergo a revision procedure wherein the lead will be replaced and repositioned for an unknown reason.